Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a sensor pod that fell off the patient's skin before 7 days. The sensor was inserted at abdomen on (B)(6) 2015. Patient uses lidocaine/prilocaine, prior to sensor insertion, as prescribed by physician for skin preparation. Patient's mother does not recall date of medical intervention. No additional event or patient information is available.